Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small valve was folded back as there was something inside the valve port. The sheath was replaced and the issue resolved. Additional information was received on the event. Something white and possibly plastic was inside the port, where the dilator would be inserted. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the approximate volume of blood that was lost was <50ccs. Patient hemodynamics were not compromised due to bleeding. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-may-2022. The device evaluation was completed on 06-jun-2022. It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small valve was folded back as there was something inside the valve port. The sheath was replaced and the issue resolved. Additional information was received on the event. Something white and possibly plastic was inside the port, where the dilator would be inserted. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the approximate volume of blood that was lost was <50ccs. Patient hemodynamics were not compromised due to bleeding. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6)-2022, noted a correction to the 3500a follow-up #1 as should have included the update on the concomitant product from unknown brand sheath to 8.5f sheath with curve viz smc / d-1385-01-s per the information received on (B)(6)-2022. Therefore, processed d10. Concomitant medical products and therapy dates field.